Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the midline incision site. The physician believed that the infection was not device related. All device components were explanted and were not returned as they were discarded by the medical facility. No further information has been obtained despite good faith efforts.